Event description:
It was reported that the customer had an issue with the sensor and the insulin pump. Customer's afternoon reading was around 145 mg/dl and then it went down to 40 mg/dl and then it went below 40 mg/dl. Customer disconnected and then reconnected. Customer used the meter and then received a lost signal. Customer unplugged the transmitter from the sensor and when he put the transmitter back onto the sensor, the green light did not blink. Customer was advised that the minilink is functioning correctly. Customer was advised to start a new sensor. Minilink passed the procedure and it looks like the sensor was pinned down to the adhesive. Sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.